Event description:
It was reported that the patient received an inappropriate shock when programmed to alternate sensing vector due to oversensing of a repetitive signal between the qrs complexes. The clinic was concerned with possible movement artifacts or an atrial arrhythmia. Technical services (ts) was consulted and upon review found that the signal appears to be related to movement artifacts but noted it could be an atrial flutter. Ts discussed the option of obtaining an x-ray and further troubleshooting considerations. It was further noted that the patient had a previous inappropriate shock in a different sensing vector due to oversensing of myopotential noise that was resolved with programming. This noise was not myopotential in nature. However, ts did observe r-wave amplitude incontinences when the patient changes posture. The patient was brought into the clinic where it was determined that the s-ICD was oversensing atrial flutter. The patient was referred to a cardiologist for further testing and ablation. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.